Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient had hernia surgery. In additional follow-up, a peritoneal nurse (pd) familiar with the patient had limited information about the event to provide. However, the nurse confirmed the patient had an umbilical hernia. It is unknown if the hernia was pre-existing prior to start of pd using low volume therapy. The nurse stated that previously, on (B)(6) 2021, the patient¿s umbilical hernia was manually manipulated and reduced (pushed back into place). Subsequently, on (B)(6) 2021, the patient underwent repair of the hernia and was transitioned to hemodialysis for approximately 1 month to let the site heal. The patient has since resumed pd treatments. The nurse was not able to provide what prompted the hernia to be repaired. However, the nurse stated the fresenius cycler was not malfunctioning and did not cause harm to the patient. The nurse indicated the event was not related to fresenius device, or product.

Manufacturer narrative:
Additional information: g1 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s umbilical hernia repair. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the hernia event. It is unknown if the umbilical hernia was pre-existing prior to the start of pd therapy or what prompted the repair. Hernia is a well-documented potential complication in pd patient¿s due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. Therefore, the temporal use of the fresenius cycler to facilitate pd therapy cannot be excluded as a contributing factor in the hernia event.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient had hernia surgery. In additional follow-up, a peritoneal nurse (pd) familiar with the patient had limited information about the event to provide. However, the nurse confirmed the patient had an umbilical hernia. It is unknown if the hernia was pre-existing prior to start of pd using low volume therapy. The nurse stated that previously, on (B)(6) 2021, the patient¿s umbilical hernia was manually manipulated and reduced (pushed back into place). Subsequently, on (B)(6) 2021, the patient underwent repair of the hernia and was transitioned to hemodialysis for approximately 1 month to let the site heal. The patient has since resumed pd treatments. The nurse was not able to provide what prompted the hernia to be repaired. However, the nurse stated the fresenius cycler was not malfunctioning and did not cause harm to the patient. The nurse indicated the event was not related to fresenius device, or product.